Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 57 mg/dl. Customer will treat with food. The customer was unsure of the condition of the drive support cap. One side of the drive support is indented and one side is loose. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during out testing. Unable to confirm error alarm due to erased history file.